Event description:
Wishard crew medic ii responded to run at 29 s. Catherwood on a 2 mo/w/f in cardiac arrest. Patient was hooked up to life pak #10. The rhythm was asystole the entire run. When the crew went to run a code summary the machine showed a bogus date of "aug 18, 1996" with x8 shocks at 360, which did not represent the actual run.device not labeled for single use. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.